Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the sureform 45 stapler instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the sureform 45 stapler quit working after seven fires. A small tear was observed in the rubber covering near tip. Error "unusable" appeared on the screen. The stapler was removed and replaced with a new one and a green load. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The curved-tip sureform 45 stapler and sureform 45 green reload was analyzed and found to have one firing failure(s) based on log review which was not replicated through in-house testing. The stapler was installed onto an in-house system and fired on a test foam using an in-house blue reload. The instrument fired successfully, and the resultant staple-line was visually inspected. The cutline appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape. The instrument was found to have the snake wrist cover torn. The tears measured roughly 0.049"- 0.221". A visual inspection displayed no signs of missing fragments. The complaint was confirmed by failure analysis. The sureform 45 green reload had no damage and the functionality was not affected. There are no device related failures. The reload was returned unused and unfired. A visual inspection displayed no signs of physical damage to the cartridge, knife, pushers, or cover. The reload was attached to an in-house golden instrument and placed and driven on an in-house system. The reload attached to and removed from the instrument without any issues on multiple attempts. The instrument passed the recognition and engagement tests. There was no damage to the reload or its components. No product issue was identified. A blade exposed icon and message will appear if the firing sequence is interrupted. The probable root cause of the firing failure can be attributed to various factors. These factors may include instrument damage, particularly in the wrist area, tissue condition (e.g., disease state and density), and foreign objects (e.g., metal clips) that can cause stapler firing forces to exceed the prescribed limit and subsequently result in a partial fire. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse and recognition issues. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned instrument revealed no issues related to the customer reported issue.

Event description:
Refer to h11 for follow-up information.